Event description:
The peritoneal dialysis (pd) rn reported the patient had a large ultra-fibrillation (uf) of 8523ml during drain 1 of treatment on her liberty cycler. The pdrn stated that by fill 2 of her treatment, both the supply bags were empty. The patient performs a mid-day drain of 2000ml. The patient discontinued pd treatment and reverted to manual supplies. The patient did not experience any symptoms related to the iipv event. The patient's cycler was replaced. The patient's treatment data: see scanned table. The reported large drain of 11145ml was 557% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation .